Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered vaginal pain, erosion, and dyspareunia, among other conditions. No add'l info was provided.